Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2267, this error occurred during dwell 1 of 2. The technical service representative (tsr) assisted the home patient (hp) to cycle power twice to clear the alarms and then explained the alarm to the hp. The tsr then assisted the hp to start over with all new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 alarm was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.